Event description:
It was reported that "it was unable to aspirate air by the inflation syringe when the customer attempted to deflate the balloon during use. The catheter was replaced with another catheter since problems with balloon was suspected. The customer checked the balloon after it was removed, however, it functioned properly and the problem could not be reconstructed." No patient injury was reported.

Manufacturer narrative:
One catheter was returned with attached monoject 1.5cc syringe for evaluation. No introducer or contamination shield was returned. No visible damage was observed on the catheter body. During functional testing, the balloon inflated and maintained inflation but during repeated testing the balloon would not inflate. Closer examination revealed leakage from the distal side of the balloon latex. There was a partial bond separation at the distal balloon bond; there was no missing latex. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint was confirmed. Although the exact cause of the balloon leakage could not be determined, there was no indication of a manufacturing defect noted during the analysis. It could not be determined if any procedural factors may have contributed to the complaint. No actions will be taken at this time.